Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. On (B)(6) 2025 before midnight, the patient's spouse heard a noise in the kitchen and when he checked, he found the patient on the floor. He called 911 and when the ambulance arrived, the patient refused to be taken to the hospital. The patient was treated by paramedics (treatment information not reported) and the patient went to sleep at 1:00am. It was reported that the cgm was inaccurate during the event on 01/05/2025; however, no cgm or bg values were provided. On (B)(6) 2025, the patient's spouse noticed the patient was shaking and grabbed her to prevent her from faling. He checked the receiver and it was reading 57 mg/dl. He called 911 and paramedics transported the patient to the hospital. Upon arrival at the hospital around 9:30-10:00am, laboratory work was done and the patient was informed that their blood sugar level was over 700 mg/dl and the patient was in "possible dka (diabetic ketoacidosis) and has possible signs of dementia. The patient was discharged from the hospital on (B)(6) 2025 at 5:00pm. Upon discharge, the patient's bg was over 100 mg/dl and the patient reportedly still felt a little incoherent. Treatment information at the hospital was not reported. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.